Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose level was low as 46 mg/dl. Customer stated having a low blood glucose and treated with coke, has been having issues with her pump receiving no delivery alarm. The insulin pump will not be returned for analysis.